Manufacturer narrative:
All of the buttons functioned properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during visual inspection. The device had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and cracked battery tube threads.

Event description:
It was reported that the insulin pump is not delivering insulin. Bolus button does not work. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.